Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the video processing unit gastrointestinal faulty were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, no image due to video processing unit gastrointestinal faulty. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had no image (black image) during sedation (device outside patient) for a diagnostic colonoscopy procedure. The procedure was prolonged less than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.